Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is being retracted as it was further identified that the head was not fractured.

Manufacturer narrative:
Product complaint # ==> (B)(4). ((B)(4)) used to capture the surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient report: good afternoon, I implanted a total hip prosthesis on (B)(6) 2016, a ceramic prosthesis. I followed up with the orthopedic surgeon monthly, then quarterly. I followed all prosthetic care guidelines, including doing strengthening exercises to prevent dislocation. On (B)(6) 2017 x-ray fragments appeared, concluding that the acetabulum pottery was broken. I had the revision surgery on (B)(6) 2017, placing another material: polyethylene and ceramics, also from johnson. Was there any consequence for the patient? Yes: hospitalization, time off work, relapse of depression, new risk of infection due to new open surgery, stopping exercise, loss of muscle mass gained in rehabilitation, restriction of social life and leisure during the new recovery, relocation of relatives, among others.